Event description:
Prisma machine showed at 0300, the prisma machine removed 1241 cc of fluid from the patient in one hour. However, the patient's weight was actually up 2.1 kg. From the morning before prisma machine rescaled.